Event description:
The following has been reported: biomed reported : "pump has "tubing not recognized" error" injury/adverse reaction : no stopped active infusion : no a preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a sensor hardware failure (set ID sensor). Unit indicates tube set not loaded error. Log files indicate sensor hardware failure (set ID sensor). Performed set ID admin test and unit failed. Set ID will be removed and replaced during repair process. Performed functional testing. No other damage found.